Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned for analysis. Visual analysis noted an external insulation abrasion was noted consistent with friction to another device or patient anatomy near the distal end of the lead. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.